Event description:
The cycler alarmed with door is ajar during two routine hemodialysis treatments. Both treatments were discontinued without performing rinseback of the patient's blood, resulting in an estimated total blood loss of 380cc. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner, as directed in the user's guide when an alarm cannot be resolved. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. Evaluation of the returned cycler confirmed the reported alarm. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.